Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: a review of the pump black box showed no evidence of pump reboots. A visual inspection of the pump revealed a crack in the battery compartment at threads on the side. The returned battery cap threads were stripped. The cap was not able to fit securely to maintain an electrical connection; a power loss occurred. A test battery cap was used for testing. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no damage was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump was unable to power on, and the battery compartment was cracked with the battery cap unable to be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.